Event description:
It was reported that this right ventricular (rv) lead had exhibited a gradual increase in shock lead measurements that lead to an out of range alert above 125 ohms. Technical services (ts) was consulted and recommended testing and reprogramming options. This rv lead remains in service. No adverse patient effects were reported.